Manufacturer narrative:
A correction to the previous allegation of "check vent: backup battery failed" alarm was required, the corrected failure reported was "check vent-backup alarm failed". The service engineer reported the following was observed - "check vent: backup alarm failed ". In addition, the occurrence log was found in the event log. Therefore, the cpu board was replaced, and the phenomenon was resolved.

Event description:
It was reported that a "check vent: backup battery failed" alarm occurred. The device was in clinical use at the time of the event. No delay in therapy was reported, and no medical intervention was required. No patient or user harm reported.